Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 408 mg/dl. Customer's blood glucose value was possibly in the 300 mg/dl on saturday, today it was 358 mg/dl and 373 mg/dl this morning. 2am this morning 423 mg/dl and yesterday it was 383 mg/dl and 402 mg/dl on the saturday were in the 300 mg/dl and on sunday at 830 mg/dl it was 402 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. Customer will not be returned device for analysis.

Manufacturer narrative:
Device passed the displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test.